Manufacturer narrative:
The investigation determined that discordant (B)(6) vitros (B)(6) results were obtained from multiple samples obtained from the same patient processed on a vitros 5600 integrated system when compared to a reactive result when tested using an alternate, non-vitros method. The assignable cause of this event could not be determined. The historical qc results could not confirm the performance of the (B)(6) reagent on the day of the phs events. Therefore, a vitros (B)(6) reagent issue cannot be ruled out as a contributing factor to this event. There was no indication of a vitros instrument malfunction, therefore an instrument issue is not likely a contributing factor to this event but cannot be confirmed. A sample related issue associated with an unknown interferent in the patient sample is a potential contributing factor to this event. However, no additional testing was completed and there is no indication that the customer will further investigate the discordant (B)(6) vitros (B)(6) results.

Event description:
Discordant (B)(6) vitros (B)(6) results were obtained from multiple samples obtained from the same patient processed on a vitros 5600 integrated system when compared to a reactive result when tested using an alternate, non-vitros method. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The customer did not report the (B)(6) vitros (B)(6) results from their laboratory and there were no allegations of patient harm made as a result of the event. (B)(4).